Manufacturer narrative:
The ge service representative conducted a phone evaluation. The customer recreated the database. The system was reported as operating as intended. During a retrospective review this event was determined to be reportable. It was included as part of a retrospective summary report (rsr) request to FDA on (B)(4), 2011 (B)(4)). FDA requested this event to be removed from the rsr request and filed via 3500a.

Event description:
The customer reported that the system would not boot without a password. No patient injury was reported.